Event description:
An implant card was received indicating that the patient underwent prophylactic generator replacement. The lead impedance was marked as high, dcdc code ¿ 7. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.